Event description:
It was reported that on remote transmission it was noted that the ventricular rate was double the atrial rate, and there appeared to be atrial undersensing on one episode and t-wave oversensing (twos) on another episode. The right atrial (ra) and right ventricular (rv) leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator (ipg) (B)(6) 2012; 5086mri58 implantable pacing lead (B)(6) 2012. (B)(4).